Event description:
The customer reported that the collimator iris minimum size is greater than 50mm and there is excessive scatter.

Manufacturer narrative:
(B) (4). The ge service rep reloaded a cal software test: iris pot error did not recur after many reboots. He verified that the kv was tracking the iris properly. The system is operating as designed.